Manufacturer narrative:
Visual analysis of the returned device identified the device to be underweight, broken shell and missing piece of shell, and red particles. A microscopic analysis was performed which identified a sharp(edge) opening assessed as an unidentified(tear) opening. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified (tear) opening a piece of the shell is missing the assessment is inconclusive.

Event description:
Health professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device has been explanted.